Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009 the patient presented with symptoms of severe back pain, 9-10 out of 10 on the 10 scale from a fall that occurred on (B)(6) 2008. Per the medical records, pt. Received steroid injections on 2 separate occasions without much relief of his symptoms. On (B)(6) 2009 the patient underwent a l5-s1 posterior lumbar interbody fusion using insertion of allograft and prosthetic interbody fusion device of l4-l5, l5-s1 to treat spinal stenosis, segmental instability of l4-l5, l5-s1. On (B)(6) 2009 the patient presented with a post wound hematoma and had to go back to surgery to have an irrigation and debridement of back wound. On (B)(6) 2009 pt. Presented for follow up to wound debridement surgery. Per medical records the "wound is benign in appearance." On (B)(6) 2009 pt. Presented with complaints of continued back pain, but no complaints of pain below the knee level. Xrays taken showed progress of interbody fusion. On (B)(6) 2009 pt. Presented with no complaints of pain below the knee, but some mechanical back and thigh pain. Physician encouraged pt to stop smoking and released the pt. To work with light duty. On (B)(6) 2009, pt. Presented with chronic back pain. Xray shows lower level is fused, but l4 screw may be loose. On (B)(6) 2010 pt. Was taken back to surgery by dr. Michael wright for pre diagnosis of ddd with failed fusion of l4-l5, l5-s1, pseudo arthrosis of l4-l5, l5-s1. Procedure performed was an anterior lumbar interbody fusion l4-l5, l5- s1, anterior lumbar instrumentation of l4-l5, l5- s1, insertion of prosthetic interbody fusion device, harvesting of local bone graft, anterior lumber discectomy l4-l5, l5-s1 and implantation of goretex vessel guard. On (B)(6) 2010 symptoms significantly improved since surgery. Ambulated with normal heel/toe gait. Released to work with sedentary work. Incisions clean, dry and healed. Xrays are negative on (B)(6) 2010 symptoms significantly improved. Xrays show good progress of posterolateral fusion. On (B)(6) 2010, chronic back pain improved. CT shows a solid arthrodesis @ l4-l5, l5-s1. Pt. Released to work with modified duties. On (B)(6) 2011 pt. Presented with complaints of lumbar spine and neck pain. Physician recommended MRI, no MRI records available. Physician refilled pain meds. On (B)(6) 2013 pt had a left modified brostrom and peroneal repair